Event description:
The customer reported that during volume verification, summit sample handler, did not pipette the correct amount into well positons c2 and c5 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse cleaned all parts and checked plunger clamps. No death or serious injury was associated with this event.